Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during an unknown procedure, one of the distal prongs of the locking compression plate (lcp) hook plate broke off when the surgeon was tamping it down to the bone. Another plate was used in its place without case delay. All fragments are removed without any additional issues. The procedure successfully completed. No patient consequence. This complaint involves one (1) device. This report is for (1) 3.5mm lcp hook plate 3 hole sterile. This report is 1 of 1 for (B)(4).